Event description:
During a vertebroplasty procedure of the t9 and t11 vertebral body, a portion of the threaded cannula was reported to have broken off and remained in the patient's vertebral body at t11 during the advancement of the threaded cannula and blunt stylet during the vertebroplasty procedure. One to two millimeters of the fragment projected from the pedicle. Advancement of the threaded cannula was not performed with the diamond needle stylet in place but with a blunt stylet. Additional incisions and the use of a clamp were used to attempt to retrieve the fragment without success. There is no plan to reoperate to remove the fragment and there was no reported patient injury. The patient is reported to be doing well.